Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that the customer and service-reported failures caused by a defective diode-switch. The defective diode produced a false signal to the processor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by staff, to the biomedical engineer, that the epg (external pulse generator) always powered up in async mode and settings. All buttons seemed to work, but it did not go back to standard mode when pressing the on button. The async button was suspected to be shorted, so the epg powered into async mode, and the on button would not put it back into standard mode. The epg was changed out and returned for checkout/repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent and the battery drawer was broken.